Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 400 plus analyzer. The customer stated the questionable results appeared sporadically throughout the day and not back to back. The customer had four patient samples with discrepant results that were reported outside the laboratory. The customer stated "currently we are repeating all a1c greater than 0.08." The first patient's initial hba1c result was 0.092. On (B)(6) 2014, the repeat result was 0.053. The second patient's initial hba1c result was 0.094. On (B)(6) 2014, the repeat result was 0.070. The third patient's initial hba1c result was 0.102. On (B)(6) 2014, the repeat result was 0.064. The fourth patient's initial hba1c result was 0.122. On (B)(6) 2014, the repeat result was 0.052. The patients were not adversely affected by this event. The hba1c reagent lot number was 68050701. The expiration date was requested but not provided. The field service representative found that the probe on the left was not screwed in properly. The probe was sitting higher and did not go down into the cassette as far as expected.